Event description:
It was reported to boston scientific corp that, after placement of a corflo cubby low profile gastrostomy device, the feeding tube to y-port connection leaked and the y-port didn't fit properly in the tube. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Visual examination of the returned device revealed that the y-port to feeding tube bond joint was degrading on one side. Although the cause of the malfunction is undetermined, it is attributed to the MFR process.